Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported hat this pacemaker appeared to be exhibiting premature battery depletion. The physician questioned whether the current battery usage was within normal values. Engineering reviewed the available data in the remote monitoring system and found no evidence of premature battery depletion. It was noted the right ventricular (rv) lead auto threshold values had been increasing slightly. Also, there was persistent high rate atrial sensing since the end of (B)(6) 2020, which caused an increase in power consumption. Technical services discussed the physician may consider programming the device no a non-atrial based brady mode or turn off the atrial lead to reduce the amount of high rate atrial sensing. No adverse patient effects were reported. The device remains implanted and in service. The field representative confirmed the physician planned to reprogram the device to vvi mode when the patient is seen again.